Event description:
Reportedly, the screen of the programmer smarttouch remains frozen. It was impossible to turn off or exit the session. The work around done by the user was to remove the battery.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The final conclusion of the investigation is the following: the event described in the complaint is related to a known issue. The complaint reported is associated to a limitation specific to smartview 3.16. In some specific conditions, the pop-ups are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to click on the appropriate answer, which explains the reported freeze during the programmer session. In this case, a quit popup does not appear, and wait for the user answer. This blocks the user interface. This limitation will be corrected in the upcoming programmer version.

Event description:
Reportedly, the screen of the programmer smarttouch remains frozen. It was impossible to turn off or exit the session. The workaround done by the user was to remove the battery.